Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, minimum fill notifications occurred after filling multiple cartridges with 120-130 units of insulin. Reportedly, the customer added insulin to the existing cartridge and completed the load process successfully. In addition, the customer alleged that the fill estimate was inaccurate. Review of the fill estimate calculations verified that the insulin gauge display of 95 units was accurate. The customer maintained belief that the insulin gauge was being inaccurately displayed. Blood glucose level was 228 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, no further information was provided.